Event description:
During an a-fib procedure an ez steer thermocool catheter was used. While mapping the atrial tachycardia induced by pv isolation, the patient blood pressure dropped to 60. The procedure was stopped and a pericardial effusion was observed by echo. As the pericardial effusion was not enough to perform drainage, adrenaline was administered to the patient and the blood pressure was recovered. This event was considered as moderate by the customer. The outcome of this event has improved and the prognosis for the patient was satisfactory. The causality of this event was unknown. The patient condition was reported stable.

Manufacturer narrative:
A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer.(B)(4).